Manufacturer narrative:
H6. The device was not returned to ventec for evaluation. The device was evaluated by the authorized service provider (asp) where the reported issue of it displaying an alarm due to high peep (positive end expiratory pressure) was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was displaying a high peep (positive end expiratory pressure) alarm. There was no reports of patient use associated with the reported issue.